Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the insulation was abraded at 68.1 cm to 70.3 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.